Event description:
In 2008, the lay user/patient contacted lifescan alleging the one touch ultra meter does not turn on. The medical affairs specialist contacted the pt, but the pt was sick and unable/unwilling to answer questions. The pt stated the issue first occurred on the day before, around noon and sometime after the issue she felt shaky. The pt did not take any action regarding diabetes treatment as a result of the reported issue and denied seeking medical attention. It would be helpful to known when the symptoms started, whether the pt adjusts her medication based on meter readings, the readings prior to the pt's symptoms, and whether the issue changed the pt's treatment. During the troubleshooting telephone call, it was determined that the pt dropped the meter accidentally and there had been misuse of the product. This complaint is being reported because the pt alleged the meter did not turn on and felt an unexplained symptom of shakiness after the issue started. Shakiness can be associated with severe hypoglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned. Lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.